Manufacturer narrative:
Age/date of birth was requested; however, was not provided. Gender: gender was asked; however, was not provided. Specific date of event was requested; however, explant was performed in 2014. Serial number was requested; however, was not provided. Unknown. Because the serial was not provided, the expiration date is unknown. Implant date was requested; however, it was not provided. Explant date was requested; however, the specific date was not provided. Explant was performed in 2014. Device manufacture date is unknown because the serial number was not provided. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's eye due to calcification. No additional information was provided by the customer at the time of this report.